Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a medication jammed in a drawer. The field service engineer recovered the drawer and removed the medication to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a secured drawer that was jammed. The customer reported that able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.